Event description:
Complainant alleged that during a rountine shift check by a clinician the device made a loud popping noise while attempting to perform 200 joules self test. The device did not give a "test ok" or "test fail" message after test was completed. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer replaced the unit's dump register to remedy the reported problem. The customer has indicated that the device will not be returned to zoll technical service for evaluation.